Event description:
It was reported that the insulin pump alarmed unexpected restart and the insulin pump would not respond to any button. Troubleshooting was done. Customer's blood glucose was 305 mg/dl. Customer treated with syringe. Troubleshooting was done. Advised the customer the insulin pump experienced an unexpected restart and to monitor the insulin pump and to call if issues reoccur. Customer was transferred for keypad anomaly troubleshooting. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).refer to manufacture report 2032227-2014-73413.